Event description:
It was reported that the programmer took a long time to turn on and then went to a blank screen. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Event description:
It was reported that the programmer took a long time to turn on and then went to a blank screen. The programmer was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer took greater than 30 minutes to boot, then booted to a system error due to data drive corruption.